Event description:
It was reported that the arctic sun device was failed calibration for low flow. They stated to send the device for the 2000 hours service. No loaner is needed. The device had failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed that the unit was failing calibration with a error 01 due to a faulty circulation pump. Circulation pump was serviced. Completed the 2000-hour pm procedure on the device. An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration for low flow. They stated to send the device for the 2000 hours service. No loaner is needed. The device had failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.